Event description:
Pt with skull defect from eosinophilic granuloma. A benign lesion on left frontal skull was removed, and pt implanted with synthes bone source/paste-norian and absorbable plates. Surgeon noted patient experienced fluid build up around resorbable implant wound broke down two months postop. Small washout performed by plastic surgeon but healing did not occur. All cranioplasty material was removed. Questionnaire noted absorbable plate and synthes norian used. Identification as a synthes device has not been confirmed. The event is being reported because synthes manufactures resorbable plates. This is one (1) of two (2) reports submitted on this event.

Manufacturer narrative:
Synthes is unable to determine manufacturing site or manufacturing date without a lot number.